Event description:
It was reported that when using the bd pyxis¿ es server, when the customer logged into pv10 a using ID badge login mode, the system prompted the user to re register the badge. The customer stated that the badge had already been registered months earlier for use with the rfid readers on pro devices. This was the first time the badge was used for login since the system was upgraded from es version 1.11 to version 1.12. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue relating to software user credential login to pyxis pro devices, it is affecting all users and all pyxis pro devices. A technical support specialist (tss) reviewed the issue where rfid re-registration occurred after the es 1.12 upgrade, noting it happened during users' first rfid logon post upgrade and that no new badges were issued. The tss confirmed the issue occurred only on device pv10_a, remoted in to collect logs, and identified the user account snapshot update at the time of re registration. The behavior was escalated as production issue es 88081 to the nova (formerly capes) team. With findings documented. The technical support specialist investigated the device.